Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found the customer has been using an adult size breathing circuit for pediatric pts. Customer was recommended to use pediatric breathing circuit.